Event description:
Results of additional investigation: returned device was disassembled when arrived. Investigation (x-ray and microscope imaging) indicates that heat damage was observed on the driver board near the two flex coil connectors and the usb receptacle. Investigation could not determine if the root cause originated from the hearing aids or the charger, due to the severe damage done to the device.

Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submission (submitted on 01/10/2024). Distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, the patient's hearing aids and charger melted while charging. Investigation results: charger with accessories and hearing aids were returned for investigation. No sign of melted or burnt part on the external area of the charger. Power adapter and cable connector have no visual defect and no sign of burnt/ melted part. Power adapter has good voltage output but is not a wsa product. Safety information in user guide, instructs user to only use a widex power adapter and cable with charger. Cannot diagnose hearing aids as both are already stuck inside the charging wells, with some parts melted. One of the hearing aid's battery already exploded. Internal components of the charger has signs of melting/burning. 2nd level investigation to be performed to determine what went wrong in the charger's internal components.